Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer 2.2 was not detected on bus. A field service engineer (fse) confirmed that no failures on arrival and user were able to turn device off for five minutes and power up which cleared error. Fse removed all pockets trays and cubies and found alcohol pads under cubies. Fse replaced row board cable and found more alcohol pads in rear issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2.2 was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.